Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with symptoms of pre-syncope. The lead was intermittently capturing at maximum output. The issue was known before and the physician was just waiting for device to reach eri before intervening. Physician was reprogramming the device regularly until finally it was failing to capture. Lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.0cm cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.